Event description:
Caller states the patient tested at 7:24am with a result of 104mg/dl on the inform system while unresponsive. Patient was not treated due to device result. A lab was drawn at 8:00am, which returned as 24mg/dl at 8:42am. The patient was tested on the inform system at 8:48am with a result of 16mg/dl. Patient was given d-50 at this time. Requested return of suspect system and replacement was sent.